Event description:
Information received by medtronic indicated that the insulin pump had open book error image on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to the critical pump error (open book image) alarm. Successfully downloaded the pump history and trace files using thump. A review of the history and trace files reveals no fatal or critical error handling alarms that would trigger a critical pump error (open book image) alarm to occur. The main error log file reveals a critical error handling pump error 3 (line number (B)(4) file number (B)(4)) alarms (motor_arm_comm fault) which triggered the critical pump error (open book image) alarm due to an error in ipc communication registered in the main application. The main app initiated ipc packet transmission, but the motor didn¿t raise the handshake signal within 100 ms timeout. The error parameter shows driver status 5: status_timed_out and main_intern_usart faults ID# (B)(4) registered by bootloader which typically occurs in case of ipc problems, fault isolated to the hardware. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. The force sensor zero offset is within specification (23.1 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Critical pump error (open book image) and pump error 3 alarms are confirmed; fault isolated to the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.